Event description:
Patient had hip surgery 10 years ago. He contacted stryker to inquire who is going to pay his hospital bills for his MRI & bloodwork of which he has metallosis. He is disabled & has medicare. Patient stated he was walking prior to surgery and now is a quadraplegic (broke his neck many years prior). He was told he need another MRI and revision surgery to replace ceramic head & cup. Unable to obtain an answer from the surgeon regarding bill payment. He would like to know what are his alternatives to this situation.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.